Event description:
It was reported to philips that there was a device failure. There was no patient involvement. The field service engineer (fse) evolution of the device found no faults. The fse ran operational check and it passed. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.